Manufacturer narrative:
Insulin pump passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to 0191.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had unexpected restart alarm. Customer¿s blood glucose was unknown. Customer reports they were able to clear the alarm and able to complete rewind. Troubleshooting was performed received another pump alarm after a battery change. Customer was advised to remove the current battery from the insulin pump and insert a new battery and insulin pump alarmed unexpected restart alarm. Customer was advised that the insulin pump will need to be replaced and to monitor the insulin pump and may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.